Manufacturer narrative:
(B)(4). Date sent: 5/10/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This is a analysis for a set of images and video submitted to ethicon endo surgery for evaluation. Image 1: the image provide by the customer is that of an screen view where it can be observed tissue with scorch in the middle. Image 2: the image is that of a gen 11 displaying the generator information. Image 3: the image is that of a gen 11 log. Video: the video provided by the account is that of an enseal instrument. During the video a scorch can be observed while the instrument is used to seal. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo and video analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u9531j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy right middle lobe, after about 20 min in the procedure, the enseal was unpacked and plugged into the gen11. During lymphnode resection close to the arteria pulmonalis and side branches to middle and lower lobe, the enseal was activated on the thin tissue ¿under¿ the lymphnode to resect it. The access was good and he loaded about 1/3 of the jaw with the tissue. He closed the handle and started activating with the seal button. Activation initially seemed normal, but lasted a bit long. After about 8-9 seconds it felt way too long and then the device was stopped. There was a lot lateral thermal damage close to the arteria pulmonalis. Because of the dangerous situation the doctor didn¿t had any confidence and so the procedure was prolonged by using a different type of device. The procedure was 5-10 minutes prolonged, but the procedure went well. No patient consequences.